Event description:
Per the information provided to co by the hospital, the device was removed due to a "malfunction" secondary to "leaking". As reported to co the reservoir and some assembly components only were removed.